Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The sheath hub was leaking. It was replaced and the issue resolved. The procedure continued. No patient consequence was reported. Additional information was received on the event. There is currently physical damage on the valve of the sheath. The valve looks to have been unseated and is currently sitting cockeyed in the hub of the sheath. The valve seems to be in one piece still. The hemostatic valve is detached from the sheath. Air did not enter the patient¿s body. The event did not percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding but there was an estimated blood loss of 20ml. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 14-jun-2022 a correction was noted to the 3500a follow-up #3 as in error this statement was added to the investigation evaluation: an internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. The investigation evaluation should have reflected as follows: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The sheath hub was leaking. It was replaced and the issue resolved. The procedure continued. No patient consequence was reported. Additional information was received on the event. There is currently physical damage on the valve of the sheath. The valve looks to have been unseated and is currently sitting cockeyed in the hub of the sheath. The valve seems to be in one piece still. The hemostatic valve is detached from the sheath. Air did not enter the patient¿s body. The event did not percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding but there was an estimated blood loss of 20ml. The investigation was evaluation was completed on 11-may-2022. An analysis was performed on the pictures that were provided by the customer. Pictures were received for evaluation following bwi procedures. According to the pictures provided by the customer, the hemostatic valve was dislodged inside the hub component. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The carto vizigo sheath product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 07-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The sheath hub was leaking. It was replaced and the issue resolved. The procedure continued. No patient consequence was reported. Additional information was received on the event. There is currently physical damage on the valve of the sheath. The valve looks to have been unseated and is currently sitting cockeyed in the hub of the sheath. The valve seems to be in one piece still. The hemostatic valve is detached from the sheath. Air did not enter the patient¿s body. The event did not percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding but there was an estimated blood loss of 20ml. The investigation was evaluation was completed on 11-may-2022. An analysis was performed on the pictures that were provided by the customer. Pictures were received for evaluation following bwi procedures. According to the pictures provided by the customer, the hemostatic valve was dislodged inside the hub component. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The carto vizigo sheath product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001090362 in the 3500a follow-up #1 under "h10. Additional manufacturer narrative" it was stated, "the bwi product analysis lab received the device for evaluation 07-apr-2022." However, during an internal review on 13-apr-2022, noted a correction to this report as in error the fields of d9. Device available for evaluation?, d9. Date device returned to manufacturer and d9. Is device returned to manufacturer? Were not completed. Therefore, processed.